Event description:
It was reported by service report that the rod and cap side hydraulic hoses were leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod and cap side hydraulic hoses.